Event description:
Patient was revised to address tibial loosening and subsidence into a varus position. It was learned in surgery that there was a small crack in the tibial that may have allowed this subsidence.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported subsidence and subsequent device loosening; however, the initial reporting stated a crack in the patient's bone was a possible contributing factor. Additional provided information stated, the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.